Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys tsh assay results for 8 patient samples tested on two different cobas 6000 e 601 modules compared to the results from an abbott analyzer. From the data provided, 7 patient results were a reportable malfunction. Please refer to the attachment to this medwatch for patient data. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. Only the serial number for 1 of the cobas e601s involved was provided (B)(4). The serial number for the other cobas e601 has been requested but not yet provided. Qc history showed no issues. There were no other issues noted with other testing performed on the analyzers. The investigation is currently ongoing.

Manufacturer narrative:
The customer provided seven of the patient's samples for further investigation. All of the samples were hemolyzed. The samples were investigated for an interfering factor. No interference was found. The investigation is currently ongoing.

Manufacturer narrative:
In reference to the differences in the tsh values generated with different assays from different vendors, different values may be generated due to the different antibodies used, the different assay setups, and differences in the standardization methodology/materials used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Of the 8 patient results originally provided by the customer, all 8 results were a reportable malfunction. The data was already provided and attached in MDR 1823260-2018-02544-00. The customer provided the serial number for both cobas e601s involved. The serial numbers were (B)(4). Both cobas e601's were using the same lot of tsh reagent, lot 311038. The customer provided seven patient samples for further investigation, all of which were hemolytic. The investigation determined that an interference in the provided patient samples could be excluded. The investigation was unable to find a definitive root cause.